Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. In 2001, pt had blood glucose readings of 597mg/dl and "hi" on ot meter at about 12:00am. Pt went to emergency room to check blood glucose. At e.r., pt's blood glucose was 146mg/dl. Pt did not experience any symptoms and did not receive any treatment. Pt refused to provide any further info about the event.